Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the sulu did not clamp at the lung parenchyma. The seam was closed with usual seam material. Surgery time was extended beyond 30 minutes.